Event description:
It was reported that when the device with reloads was used during gastric tube procedure, the staple line would not form at all. (Fork alignment was correct and could fire the device perfectly. Basically cutting and staple formation was good. Only 5-6 non shaped staples remained on the staple line); the surgeon put some overstitches to close the tissue. There was no consequence to pt.